Manufacturer narrative:
Pump received with intermittent up arrow button response due to flattened button dome switch. No unexpected numbers scrolling during testing. The keypad connector was not found unlocked during visual inspection. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the screen. The customer also reported that the keypad was not responding properly. Blood glucose level at the time of the incident was 243 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.